Event description:
Related manufacturer reference number: 2017865-2023-40900. It was reported the patient presented for an in clinic follow up. Upon interrogation, it was observed the atrial and ventricular leadless pacemakers had a discrepancy in the battery longevity estimate. No permanent programming changes were completed. The patient was stable.

Manufacturer narrative:
The reported event of battery longevity discrepancy was confirmed. Before the pct test, the pacing mode was changed to vvi. This caused the longevity estimate to be recalculated based on the programmed mode before the test report printed.